Manufacturer narrative:
The customer received a replacement device and the original device was returned to the stryker product assessment center (pac) for evaluation. The pac technician confirmed the reported issue. The root cause of the issue was determined to be a faulty the reed switch sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device doesn't turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.